Event description:
It was reported that the device had reached recommend replacement time (rrt) in less than 5 years with normal thresholds and no ventricular fibrillation therapy delivered since 2010. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Battery depletion/elective replacement indicator was indicated and the time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt less than or equal to 2.62 volts. Weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.